Event description:
During insertion of iab over the wire the physician noted resistance at the level of the universal sheath seal. (Iab insertion was with a sheath, not sheathless). A new iab was obtained and inserted successfully.